Event description:
The intra-aortic balloon was inserted into the aortic arch surgically. The intra-aortic balloon leaked. (Evnt complications: unk - reported 8/5/98; none - reported 8/17/98.) (Pt's current status: o.k. - reported 8/17/98.)